Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿amiodarone drip hung at 16.67ml/hr. Forty five (45) minutes later, entire 200ml bag was empty. Amiodarone 360mg in 200ccd5w - 0.5mg/min." Although requested, no further details were provided by the customer for this event. Customer did clarify that the event did not result in a serious injury.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pcu event log showed the pump module was programmed to infuse amiodarone ci 360mg/200ml (drugid 39) at a rate of 16.7ml/hr with a vtbi of 50ml. The pump delivered the vtbi, then alarmed for ¿infusion complete ¿ kvo¿ and was shut off. The recorded volume infused was 52.026ml. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the returned primary set. The set was evaluated and was found to be slightly out of specification however testing could not replicate the reported over infusion condition. The root cause for the reported overinfusion was not identified.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pcu event log showed the pump module was programmed to infuse amiodarone ci 360mg/200ml (drugid 39) at a rate of 16.7ml/hr with a vtbi of 50ml. The pump delivered the vtbi, then alarmed for ¿infusion complete ¿ kvo¿ and was shut off. The recorded volume infused was 52.026ml. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the returned primary set. The set was evaluated and was found to be slightly out of specification however testing could not replicate the reported over infusion condition. The root cause for the reported overinfusion was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿amiodarone drip hung at 16.67ml/hr. Forty five (45) minutes later, entire 200ml bag was empty. Amiodarone 360mg in 200ccd5w - 0.5mg/min." Although requested, no further details were provided by the customer for this event. Customer did clarify that that the event did not result in a serious injury.

Manufacturer narrative:
Concomitant medical products: three curos cap. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿amiodarone drip hung at 16.67ml/hr. Forty five (45) minutes later, entire 200ml bag was empty. Amiodarone 360mg in 200ccd5w - 0.5mg/min."although requested, no further details were provided by the customer for this event.